Event description:
It was reported that the ¿male end¿ of a high flow rate extension set cracked and broke. The reporter stated that during set-up ¿the male end crumbles in [the staff member's] hand and part also gets stuck in the y-site of the IV tubing." There was no patient involvement. Additional information was requested and is not available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. During visual inspection the male luer lock was observed to be broken and a piece of the male luer lock remained inside the port of an unknown set received with the device. The reported problem was verified. The cause of the problem was the alcohol used to disinfect connections, which can act as a bonding agent if not allowed to dry, making disconnection difficult. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the involved hospital uses curos caps (contains alcohol) as a disinfectant for the end of all of their sets upon taking them out of their packaging. Should the device be received or other additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.